Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that post-operatively the patient has complained of ghosting and double vision. The patient underwent bilateral implantation of rayone galaxy rao605g iols on (B)(6) 2025 (see FDA report 3012304651-2026-00115 for right eye report). On an unknown date post-operatively, the patient had a yag capsulotomy performed, which the healthcare facility reports worsened the issue in the right eye. The patient is noted to have mild corneal odema and pco. The patient is also said to have dry eye. The patient's vision improved when using 1.5 d/ 2.0 d ready-reader glasses. "Reduced vision" and "deviation from target refraction" are listed in the "adverse events" section of the rayone IFU. The device has not been returned to rayner. Iol remains implanted. Our review of production records for the rayone galaxy rao605g batch: 075276451 showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone galaxy rao605g batch: 075276451. The fact that the surprise is consistent in both eyes strongly suggests that the patient has unusual ocular physiology which often mirrors in both eyes.

Event description:
On 31st march 2026, rayner received notification from a UK healthcare facility of an event that occurred following implantation of a rayone galaxy rao605g. The event description provided states that post-operatively, the patient has complained of ghosting and double vision.